Event description:
Essure device implanted (B)(6) 2006. I was fired from job due to excessive absences resulting from daily migraines. As of 2008 on ssd due to total disability from chronic daily migraines. I've had general inflammation and rashes, recently diagnosed fibromyalgia, hair loss, night sweats and nightly low grade fevers. I have had a sensitivity to certain metals all my life but was never tested for an allergy before implantation. I am considering hysterectomy to remove the device.